Event description:
Pt admitted for av fistula graft repair. During the procedure, the balloon was inflated and at 24 atmospheres, it ruptured. The pt had to be taken to surgery for removal of the foreign body. The balloon had ruptured in the proximal 1/3 circumferentially and the distal 2/3 of the balloon did not adhere to the catheter, but was retained in the pt in the brachial artery. Was sent to surgery after attempts to retrieve it using snares did not work.